Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: piv safety not retracting correctly.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: piv safety not retracting correctly.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-jan-2023. Bd received two sealed 22 gauge insyte autoguard units from lot 2216568 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible defects or damage to the devices. Next, a microscopic inspection was performed on each device and the safety mechanism and needle hub were found to be functional with no defects or deformities present. Finally, functional testing was performed on each device and the needle was observed retracting successfully with no resistance or issue with the safety mechanism. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.